Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that the guidewire could not be fixed. The target lesion was located in the left main trunk. A rotalink advancer and a rotawire drive were selected for use. During preparation, outside the patient, it was noted that the rotalink advancer as not compatible with the drive guidewire. There were abnormal noises at low and high speeds. Moreover, when the tail clip was properly clamped, the guidewire could not be fixed, and the guidewire system was withdrawn. The procedure was completed with another of the same device. No patient complications reported and the patient was stable.

Event description:
It was reported that the guidewire could not be fixed. The target lesion was located in the left main trunk. A rotalink advancer and a rotawire drive were selected for use. During preparation, outside the patient, it was noted that the rotalink advancer as not compatible with the drive guidewire. There were abnormal noises at low and high speeds. Moreover, when the tail clip was properly clamped, the guidewire could not be fixed, when the burr was moving at a low speed, the guide wire had the tendency to move forward or backward, and the guidewire system was withdrawn. The procedure was completed with another of the same device. No patient complications reported and the patient was stable. It was further reported that the guidewire was not locked during advancement and pullback of the burr. The abnormal noises coming from the advancer was further described as "screechy."

Manufacturer narrative:
B5 describe event or problem : updated. E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The body of the guidewire was kinked. The kinks on the body were measured from distal to proximal. Microscopic inspection of the spring tip was observed bent.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The body of the guidewire was kinked. The kinks on the body were measured from distal to proximal. Microscopic inspection of the spring tip was observed bent.

Event description:
It was reported that the guidewire could not be fixed. The target lesion was located in the left main trunk. A rotalink advancer and a rotawire drive were selected for use. During preparation, outside the patient, it was noted that the rotalink advancer as not compatible with the drive guidewire. There were abnormal noises at low and high speeds. Moreover, when the tail clip was properly clamped, the guidewire could not be fixed, when the burr was moving at a low speed, the guide wire had the tendency to move forward or backward, and the guidewire system was withdrawn. The procedure was completed with another of the same device. No patient complications reported and the patient was stable.